Event description:
This was a peripheral intervention. The patient was obese. The access went well with no issues, considered a normal stick. The tech hold for 18 minutes with good hemostasis and patient set up at 20 minutes. Then in 15 minutes a large hematoma formed (approximately 12cm). Reading of 8000 heparin was taken. After an hour or so she was transported to main hospital for management. Femostop used during transport to main hospital. Patient was stable at transport. Patient was discharged on (B)(6) 2015.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A ship history was performed. A review of the DHR and complaint history for this lot was not performed as the lot number was not reported and could not be distinguished from multiple lots shipped to the facility. The axera 2 access system instructions for use (IFU), was reviewed. Based on available information, there is no indication that the IFU was not followed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.